Manufacturer narrative:
B4: in follow-up 1 entered in error. Should be blank and date entered in d6b. Claim#: (B)(4).

Manufacturer narrative:
B5: the reporter indicated that a 12.6mm vticmo12.6 -9.5/+1.0/170 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. Refractive surprise was reported. On (B)(6) 2021 the lens was exchanged for a same length/different diopter lens. This resolved the problem. Cause reported as user error. H3: device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. H6 - correction to investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -9.5/+1.0/170 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. Refractive surprise was reported. Reportedly, the lens remains implanted. The cause of the event is reported as unknown.